Event description:
The report we received from our affiliate indicated that three days post-implantation of two cypher stents at the right coronary artery (rca), the patient complained of chest pain and returned to the hospital. Coronary angiography was conducted and thrombus was observed in the implanted cypher. To treat the thrombus, aspiration and balloon angioplasty was performed. A 3.5x25mm stent of a different brand was implanted in side the cypher stent. The physician indicated that the thrombus event was due because the anti-platelet therapy was conducted from the day of the cypher implant. The index procedure was elective. The target lesion at the proximal to mid rca was a de novo, eccentric, calcified and type c. The vessel had a flexion and was tortuous. The lesion length was 30mm and the vessel diameter was 2.5-3.5mm. The vessel was not pre-dilated. A 2.5x18mm cypher stent was implanted at 16atm for 30 seconds at the distal end of the target lesion. A 3.0x33mm cypher stent was implanted at 20atm for 30 seconds proximal to the initial cypher. The physician tried to overlap the two cypher stents, but due to the heartbeat, this was unsuccessful. Post-dilation was conducted with a 3.75x15mm balloon at 12atm for 20 seconds. Ivus was conducted. Timi flow before and after the procedure was 3. The residual percent of stenosis was 0%. This patient with a history of coronary arteriosclerosis, htn, and copd had cypher stent implantation. The lesion located in the proximal to mid-lad was de novo, calcified, and tortuous. This device is not indicated for lesion located in tortuous vessels. The lesion was not pre-dilated. The safety and effectiveness of direct stenting has not been established. A cypher stent 2.5mmx18mm was implanted distally. A cypher stent 3.0mm x33mm was implanted at 20atm proximal to the other cypher. This is above the rated burst pressure. There was a gap between the stents. The physician should assure that there is no gap between the stents. Three days later, cag revealed thrombus in the implanted cypher. This was treated with poba to both stents and another brand stent implanted in the cypher 33mm x3.0mm. Per the physician's comment: "physician's comment: the cause of the thrombotic event was because the anti-platelet therapy was conducted from the day of the cypher implant." The product was not returned, not available for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. In conclusion, there are lesion and procedural factors that may have contributed to the event.

Manufacturer narrative:
This is one of the two products used in the same patient and reported under manufacturing report numbers 9616099-2006-00942 and 9616099-2006-00943.